Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 a patient claimed a detached sensor wire. After deployment, sensor wire detached from the applicator. No medical intervention was required.